Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a compromised force sensor system alarm and a motion sensor test failure alarm. Customer stated that he has been having problems priming his pump for the past year. Customer reported that the vibrate mode does not work on the pump. Customer stated that the drive support cap was sticking out. Customer stated that all the programming on his pump has been reset. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer has also received 8 motor error alarms, 4 motion sensor test failure alarms, 3 compromised force sensor system alarms, and 1 motor position encoder error alarm. The customer was advised that the insulin pump will need to be replaced. Customer was also advised to revert to a back-up plan.

Manufacturer narrative:
The insulin pump alarmed and was unable to prime unit during the prime and during basic occlusion test due to slightly loose drive support disk also, had no vibrator alert due to broken wire on the vibrator motor. The insulin pump passed displacement test. The motor was tested outside the device and passed. No a35 alarms noted. No audio beep anomaly noted. Unable to confirmed e70 error alarm due to erased history file. The insulin pump was received with minor scratches on the lcd window, cracked case at the display window corners, cracked case at reservoir tube window corners, broken reservoir tube lip and missing the end cap sticker.